Event description:
It was reported from the us that the wedge broach/rasp, sz 8 was broken. Multiple attempts have been made for additional information. No additional information was provided by the contacts related to this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was received for analysis. Completed on (B)(6) 2018. By sh. Visual evaluation condition/findings (conducted with a 7x or 10x optical unless otherwise specified bm1 markings were found that appear consistent with hitting the broach handle impact plate from below to aid in removing the broach. The impact marks on the stem of the handle indicate some of the force from the mallet impact may have been directed off axis. All other aspects of the broach handle appear unremarkable and consistent with years of use. Top of the broach showing scratches and material deformation most likely created while attempting to remove the device from the femoral canal (left) and the fracture surface (right). The broach was returned in 2 pieces. Scratches and material deformation on the device appear consistent with tool marks made while attempting to remove the broach. Additionally, the fracture surface where the broach post attaches to the broach. The lack of plastic deformation indicates a brittle ultimate fracture. Material deformation on side of broach most likely created while attempting to remove the device from the femoral canal. The material deformation and scratches on the side of the broach appear consistent with tool markings created while attempting to remove the device from the femoral canal. [Bm2] [bm3] all other aspects of the device appear unremarkable and consistent with years of use. Design-related issues: the design of the tapered wedge broach, size 8 has been in the field since 2014. Exactech is not aware of any similar complaint reports involving the tapered wedge broach since 2014. The tapered wedge broach is used in total hip surgeries where tapered wedge femoral stems are implanted. Therefore, sales data for the tapered wedge femoral stem was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered "very low" according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot of 10 units, which have been in the field since 2014. Therefore; this issue does not appear to be manufacturing related. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this device, 750-2011-010-rmr-instruments rev b, was reviewed. The risk is captured in line 12. Corrective action is not required, the occurrence rate is "very low", and the risk is captured in the rmr. Most likely cause: the broken device reported in experience c2018-365 was likely the result of excessive forces applied off axis to the broach post, causing crack initiation and propagation at the base of the broach post leading to ultimate fracture. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues and/or design issues. There was on reported patient adverse event. An investigation was conducted; the broken device reported was likely the result of excessive forces applied off axis to the broach post, causing crack initiation and propagation at the base of the broach post leading to ultimate fracture. Event date not reported.